Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto 3 system, and there was a map shift with no error message. The patient was set up per usual without any errors on the carto 3 system. Access was made to the left atrium by way of transseptal puncture and a posterior line was performed. However, half way during this line, they noticed a map shift of approximately 1.5 - 2cm. There was no movement as the patient was under general anesthesia and there were no errors of a patient shift on the carto 3 system. However, when the location pad position was visualized, there was noted to be a considerable patch shift from where it was originally and it had moved in such a way that it was not on the same axis. After that incident, a new map was created and the catheter visualization had been reset. New geometry was created for the left atrium and a left atrium posterior and roof line had been successfully created. However, when they went to access the posterior line again, they noted that there had been another map shift. There was good force from the smarttouch ablation catheter of about 40g and was still about 2cm away from the original line. Again, there were no errors on the carto 3 system. However, when the location pad position was visualized, there was no movement that was evident unlike the first map. Also the x-ray had not moved position from when the second map had been created and there had been no movement of metal interferences into the field. The procedure was completed with no patient consequence. The physician did not consider that the delay caused a potential risk to this patient. We have assessed this event as a reportable malfunction as there is a potential risk to the patient when there is a map shift caused by relative movement between the back patches or metal interference to the magnetic field for which the carto 3 system did not display any immediate error or warning message.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4) it was reported that a patient underwent a procedure with a carto 3 system, and there was a map shift with no error message. The patient was set up per usual without any errors on the carto 3 system. Access was made to the left atrium by way of transseptal puncture and a posterior line was performed. However, half way during this line, they noticed a map shift of approximately 1.5 ¿ 2cm. There was no movement as the patient was under general anesthesia and there were no errors of a patient shift on the carto 3 system. However, when the location pad position was visualized, there was noted to be a considerable patch shift from where it was originally and it had moved in such a way that it was not on the same axis. After that incident, a new map was created and the catheter visualization had been reset. New geometry was created for the left atrium and a left atrium posterior and roof line had been successfully created. However, when they went to access the posterior line again, they noted that there had been another map shift. There was good force from the smarttouch ablation catheter of about 40g and was still about 2cm away from the original line. Again, there were no errors on the carto 3 system. However, when the location pad position was visualized, there was no movement that was evident unlike the first map. Also the x-ray had not moved position from when the second map had been created and there had been no movement of metal interferences into the field. The procedure was completed with no patient consequence. The biosense field service engineer (fse) performed a cube test, checked metal valves, checked cali values. The fse performed a simulated study and observed for a map shift. The issue was not duplicated. All tests passed and the system was ready to use. The fse sent data related to failure for analysis to the device manufacturer. Per the device manufacturer, the system was exposed to high metal which was significant at the chest patches and negligible at the back patches. The chest patch and catheters metal values are quite high and so does the deviation from their positions while the metal occurs. The change in metal value and patch position is typical to fluoroscopy change of position, step wise form. Regarding the back patches view, they moved as a rigid body, though they moved significantly. Hence no error was popped up. The device history record review (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.